Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred and the unit stopped operating when it was operating on battery during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-46 was recorded in the event log which indicated that the ventilator inoperative alarm was caused by anomaly in a flow sensor and e-47 was caused by an anomaly in a pressure sensor. The inside of the device was inspected, and large quantities of dust was present. The evaluation determined that there was a possibility that the dust caused the malfunction in the flow sensor and pressure sensor. The following parts would need to be replaced to address the issue: main board, right side assembly, outlet flow path, blower assembly. The lease term has two months remaining; therefore, the repair was not carried out. The device was returned unrepaired and would be discarded afterwards.